Event description:
The customer reported a fluid leak of unspecified volume from the sample aspiration module (sam) on a unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/27/2015. The fse found a misaligned probe wash collar, and performed probe wash collar alignment to correct the issue. The fse also found defective check valves, cv270 and cv280 at the sweep flow input. He replaced cv270 and cv280, which fixed the problem. The repairs were verified per established service procedures. (B)(4).